Event description:
It was reported that an unspecified number of bd¿ luer-lok syringes were not delivered as sterile products. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from dutch: "many syringes appear ¿dirty¿ in certain light."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 07-nov-2022. Investigation summary: it was reported there were multiple defects with product received. To aid in the investigation, seven sample bulk packaged in a plastic bag with a handwritten note, "appears dirty," was received for evaluation by our quality team. A visual inspection was performed and the syringe barrels have rub marks, which are considered acceptable imperfections. The samples have no foreign matter of any kind; they are clean. No other defects or imperfections were observed. A device history record review was completed for provided material number 301035, lot number 0303684. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot.

Event description:
It was reported that an unspecified number of bd¿ luer-lok syringes were not delivered as sterile products. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from dutch: "many syringes appear ¿dirty¿ in certain light."